Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's insulin cartridge was filed with 2.9 units and the patient programed a bolus of 3.0 units. He stated the infusion device administered the 3.0 units of insulin, but did not display w8 (bolus canceled) as he expected it to. He stated that after the bolus the device that there were 2.6 units of insulin left. He stated that there are often air bubbles in the insulin cartridge and his sales representative thinks the device "pulls" air into the cartridge. The patient has considered discontinuing use of the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.